Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient's nerves got inflamed and stayed inflamed. Patient stated the hcp would give cortisone shot to help calm those nerves. Patient received shots on (B)(6) 2024. Patient stated there still is slight soreness but nothing both and totally manageable. Patient reported they think the reason for inflammation is that the battery pack was right where the waist band of their pants, shorts, jeans etc. It hits and causes irritation. Patient stated it was about 90-95% better still have some irritation especially if the waist band hits right on the battery pack and they were doing a lot of bending the area gets sores.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced a burning sensation at the battery site, a prick or zap sensation at the implant site, soreness in the area, and persistent nerve inflammation. The patient required a cortisone steroid shot to alleviate symptoms. The patient noted these sensations occurred while sitting or lying down and had been present since the implant procedure on (B)(6) 2024. The healthcare provider administered a steroid shot in october, which helped reduce the symptoms, although occasional sensations persisted. The patient was advised to consult their healthcare provider for further evaluation.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.